Manufacturer narrative:
The affected r3 3 hole acetabular shell was not returned for evaluation. The device was manufactured in 2008. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our clinical evaluation noted that no clinical relevant documents were provided to conduct a thorough medical assessment, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to coxoarthrosys. The r3 shell was explanted.